Manufacturer narrative:
The manufacturer received x-ray for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and experienced implant fracture. The patient has been scheduled for a revision surgery.

Event description:
Patient was implanted on the right side and experienced implant fracture. Patient does not want to have a revision surgery as she did not have any accident since the plate was implanted. Hence no revision has taken place yet.

Manufacturer narrative:
Additional information which was received on jul 20, 2020. Additionals: b5. Corrections: b4, g4, g7, h10. The manufacturer received x-ray for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that patient is a an 82 year female who had an implant surgery on (B)(6) 2019. Subsequently patient experienced an implant fracture and is scheduled for revision in (B)(6) 2020 (unknown date). Review of received data: x-rays: the received x-ray was reviewed and confirms the breakage of the ncb pp plate. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: no product was returned as the product remains implanted, hence visual and dimensional evaluation could not be performed; therefore, the condition of the part(s) is unknown. Based on the provided x-ray the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.